Event description:
The facility reported a pump where the buzzer is not working under voltage sensor data, and when we power it on. Per the facility, when powering on during biomed testing, the pump did not have all the beeps; it only had the speaker and not the back-up buzzer. The facility doesn't know if it is an alarm or an alert. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. The software version on this pump is 6.13.90 and is categorized as colleague 2006. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "the buzzer is not working under voltage sensor data" was confirmed. Inspection of the pump revealed that the no alarm condition was due to a defective user interface module (uim). The uim printed circuit board was replaced in the pump to correct this condition.